Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. The system was found within specification.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported high concentration of agent output. There was no report of patient injury.